Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm from their insulin pump. The customer's blood glucose was 300 mg/dl at the time of incident. The customer reported that the issue was not resolved by changing reservoir and infusion sets after being assisted with troubleshooting. The customer was sent replacement reservoirs and infusion sets. The customer did not return any products back for analysis.